Event description:
Add'l info rec'd from rptr 8/31/01: on the pacesetter that injured rptr the rivet extends on the foot side of the support. Rptr's foot was at an angle while they were sitting in the passenger side of a car. The lowest strap is defective and did not have the velcro to attach to the foam boot and support for proper support. Using a simple ruler rptr found a measurement of 3 to 4 mm for the rivet extension from the base of the side support. In the position drawn above the foot drifts to the support and the protective foam boot compresses to an almost zero mm. The rivet then presses into the foot 3 to 4 mm. In rptr's case it crushed a vein and killed a portion of the rptr's foot. This product needs an absolute flat interior surface. Also the second pacesetters foam boot was not able to protect the surgery area on rptr's foot from the rivet. The foam compressed too much and the rivet rubbed into the wound preventing healing. Based on rptr's experience rptr also has to question the possibility that this device can cause blood clots and fatalities that are being blamed on surgery.

Event description:
Add'l info rec'd from MFR 02/19/02: there now exists a video of the defective pacesetter. The regional council office at hospital has it. According to rptr this pacesetter is known by elite to be defective and dangerous. To be likely to injure, cripple, or kill the user. According to rptr elite and its agent, have fought hard to deny rptr compensation and keep the defective product on the market where it continues to injure, cripple, or kill pts. For medical institutions it is not in their best interests to accurately report the incidents because they become liable to lawsuits. Reports are not being made. The product is left on the market to injure, cripple, or kill. Because of reports not being made to the FDA the defective medical product continues to be made by elite. To knowingly make a defective product that injures, cripples, or kills must be a crime. Rptr questions why the FDA has not acted. According to rptr both elite and his agent believe that since rptr has diabetes they are not entitled to compensation nor are they and any one else with a disability entitled to a defect free product. They offered rptr money for a release of all claims. That is for rptr to stop any and all pursuits of them. And they wanted rptr to agree in writing to this without seeing the release.

Event description:
Add'l info rec'd from rptr 11/5/01: the rivet that injured rptr corresponds to a vein on their right foot. Based on rptr's experience many injuries from this product are not being reported or diagnosed. The longer this product remains unchanged and on the market more pts will be injured and possibly die from it. Rptr feels it must be pulled and corrected immediately. On 10/30/01 at 2:53 pm, rptr rec'd a phone call from elite. During the conversation they said the rivet needed more padding. This means that each and every pacesetter that leaves their factory is defective, and they know it.

Event description:
2000 first pacesetter has defective strap. Suspension failed to keep foot from contact with rivet that holds buckle. Vein was crushed by rivet turning an area about 5cm x 8cm black on right foot little toe side. Too badly damaged to heal and infected. Amputation of #5 toe and "ray" to heel. 6 months later, 2nd pacesetter has sharp plastic piece sticking from rivet hole left side. Suspension system unable to prevent right side rivet from stopping healing of #5 toe amputation. Also caused reversal of healing as rivet ran back and forth of surgery area as pt walked.